Event description:
Initial info was reported by a consumer to the us FDA center for devices and radiologic health ((B)(4)) and received by uspv on (B)(6) 2010: a pt received treatment with poly-l-lactic acid (sculptra) [lot # and expiration date unk] in 2009. On (B)(6) 2009, the consumer reported that poly-l-lactic acid caused lumps to appear around the face on (B)(6) 2009. No further relevant info reported.